Manufacturer narrative:
Follow up #1, date of submission 01/27/2015. The initial report indicated that the pump had not been returned. The correct information is that the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/16/2015 as follows: the black box showed a ¿no delivery, exceed tdd¿ warning on (B)(6) 2015. The pump was exercised for 24 hours with the returned battery and cartridge caps; no alarms were duplicated. A 10u audio bolus and a 10u normal bolus were able to be successfully programed and fully completed. Both were correctly recorded in the pump history. There was no hypersensitivity found to any of the keys when tested. Product analysis was unable to duplicate the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that they were unable to set the bolus for 6 units and that they had not reached the maximum limit yet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.